Manufacturer narrative:
The valve was returned for evaluation. The investigation did not confirm the problem. The valve could reprogram. The valve was on position 70 mmh2o when returned. The valve was tested for programming. The valve succeeded to reprogram. The valve was then examined under microscope at appropriate magnification and nothing that could be considered as a potential source of failure was noted. Review of the history device records confirmed the valve conformed to the specifications and passed post-sterilization programming test when released to stock. No observations were made that would explain the programming problem encountered by the customer. No programming problems were noted during the examination of the valve. It might be that some biological debris interfered with the ability of the valve to reprogram during the implantation period. No corrective action is needed based on the results of the evaluation. Trends will be monitored for similar complaints. At the present time, this complaint is closed.

Event description:
The affiliate reported that the doctor suspected a valve malfunction due to the fact that he was not able to change the opening pressure of the valve. It was also mentioned that he also used a strata valve to change the pressure. As a result, the doctor decided to explant the shunt.